Manufacturer narrative:
Internal report reference number: (B)(4). B2: product problem and h1 type of reportable event of malfunction are being submitted due to only 1 of the 2 vials of the same lot number of test strips being returned and evaluated. Meter and 1 vial of test strips were returned for evaluation. Product testing was performed and no defect found on returned meter and 1 vial of test strips. Second vial of test strips was not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-020: user's test strip had poor storage. Note: manufacturer contacted customer in a follow-up call on 16-sep-2024 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern. Customer stated he does not believe the issue is the meter, he feels it is his blood glucose as he stated he had a routine doctor's appointment on (B)(6) 2024 and his blood glucose lab test result had been high.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. Customer is concerned with test results from 2 vials of the same lot number of test strips, test strip lot manufacturer¿s expiration date is 11/30/2025: first vial opened on (B)(6) 2024 and second vial opened at an unknown earlier date and stored incorrectly in the kitchen. The customer is concerned with test results from results obtained of 273, 306, 269, 238 and 274 mg/dl. The customer¿s expected blood glucose test result ranges are 130 mg/dl am fasting and 200 mg/dl pm fasting. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back-to-back blood test was performed by the customer am fasting and produced test results of 310 mg/dl and 317 mg/dl using true metrix meter. The meter memory was reviewed for previous test result history: result 1: 273 mg/dl date: on (B)(6) 2024, time: 6:54am fasting, result 2: 306 mg/dl date: on (B)(6) 2024, time: 6:52am fasting, result 3: 269 mg/dl date: on (B)(6) 2024, time: 7:19am fasting, result 4: 238 mg/dl date: on (B)(6) 2024, time: 6:56pm fasting, result 5: 274 mg/dl date: on (B)(6) 2024, time: 7:53am fasting.